Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: sweden. On friday, november the 18th, a physician reported that after performing surgery on a patient using a caiman instrutment. The patient developed complications and passed away. During surgery the caiman performed without any problems. A small coagulation was observed and efforts was made to remove it. The coagulation was found to be well attached and therefore left alone. The patient was transferred from the operating ward to the care ward. The patient was doing well (active) during post-op. Approximately eight hours later the patient blood pressure decreased from 108 to 79. Blood and plasma was given and the physician was called. The patient goes into cardiac arrest and then heart was started. The patient goes into cardiac arrest again and the staff is unable to get the heart started again. The patient passes away. On wednesday, (B)(6), the body was examined postmortem by the physician. It was discovered that all major vessels are examined and found to be intact and the seal by caiman is found to be good. However, when inspected, a colica media is found to be the reason for the rapid loss of blood pressure.

Manufacturer narrative:
Investigation: no instrument available. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: the root cause for the problem is most probable user-and / or patient related. Rational: there is no amassment known with this error pattern with any lot. According to the surgeon, there was no bleeding or sealing problem during the surgery. Corrective action: according to (B)(4) there is no CAPA necessary.